Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. Share log review found a fatal error in log. The complaint is confirmed because the transmitter failed log review. The reported event of a failed transmitter error was confirmed. The root cause was determined to be a low transmitter battery. The root cause could not be determined .